Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose excursion with diabetic ketoacidosis due to an alleged inaccurate delivery issue. It was unknown whether the patient remained on the pump. The patient was treated at the hospital. Customer technical support (cts) was unable to determine the cause of the blood glucose excursion troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced a blood glucose excursion with hospitalization. The pump could not be ruled out as a contributing factor.